Manufacturer narrative:
The returned purely yours pump was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. It was assessed for indications of malfunction or thermal event. It was also assessed for functionality and met functional specifications. There was no visible evidence (dark grey substance, e.g. Battery acid) observed inside the battery compartment or on the five returned aa batteries. Internally, there were no indications of burning, melting or charring visible.

Event description:
Customer contacted ameda, inc. On (B)(6) 2018 to report her purely yours breast pump has been making a strange sound and suction has decreased. She states she has used this breast pump for 5 months without an issue. She uses battery power when at work for convenience and privacy. In preparing to conduct testing on the pump, the customer service representative instructed customer to remove the batteries from the pump base. She found the batteries coated with gray fluid and the fluid leaked into the compartment. The fluid was light gray in color. Customer touched the fluid as she removed the batteries but denied any burn or injury. She later wiped off the batteries and the battery compartment before shipping it back to ameda. Customer was shipped a replacement pump base overnight to resolve issue.